Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "no disposable, clamp tubing". The patient was instructed to stop and restart the pump. The pump continued to alarm. The patient clamped the tubing, unlocked the cassette and checked for air in the line. Air was present. Tubing massaged and cassette tapped. The cassette was reattached, the tubing was unclamped, and the pump restarted. The pump continued to alarm. The patient was instructed to turn off the pump and take it to the clinic. Rate 2.3 ml. Volume 7.3. Given 41.4 ml. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.